Event description:
Customer reported an "pp dead" error on boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the sram battery and reseated circuit boards. System operates as intended.